Manufacturer narrative:
Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints in the lot. Additional information was requested. (B)(4).

Event description:
A materials manager reported that during an intraocular lens (iol) implant procedure when the tip of injector was inserted into the patient's eye, the plunger stuck and would not deliver the lens. There was no patient harm.

Manufacturer narrative:
The device with the lens was returned loose in the carton. The plunger lock and lens stop have been removed. The plunger is oriented correctly. Only a few dots of viscoelastic are observed on the lens and in the device. The plunger has been advanced to mid nozzle and has underridden the lens. The lens is located halfway inside the lens loading area with the leading portion advanced into the nozzle area. The leading haptic is located on top of the plunger and bent backward. The distal tip is located underneath the optic. The trailing haptic is broken in the gusset area (returned on the left side of plunger at mid nozzle). The optic is damaged and located on top of the plunger. The trailing portion of the optic is folded under and broken, located on top of the plunger in the loading area. The nozzle was removed and cleaned for further evaluation. The lens was removed during cleaning. Top coat dye stain testing was conducted with acceptable results. A plunger underride was observed. The root cause may be related to a failure to follow the dfu. Inadequate viscoelastic was observed in the device. The dfu instructs: fill the device until viscoelastic can be observed flowing to the line on the nozzle tip. This will require approximately 0.2 ml of viscoelastic. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become ¿stuck¿ in the device allowing the plunger to underride the lens. The manufacturer internal reference number is: (B)(4).